Event description:
In 2011 I had filshie clips put in (B)(6). The dr placed 4 filshie on both my fallopian tubes, two on each side. Two years later, I started experiencing pain and heavy bleeding. Years of pain and misdiagnoses; later we discovered that they had migrated. I had 3 of the filshie clips removed in (B)(6) on (B)(6) 2020. I now have to have a CT scan to find the missing 4th filshie clip. This has caused me to loose jobs and relationships. My children have been watching their mother suffer. These clips need to be pulled from the market. There are millions of women experiencing the same issues. These are toxic and defected. Please protect united states citizens by not allowing these to be used any further. This has been a nightmare. FDA safety report ID# (B)(4).